Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('left essure coil came out of the tube and was removed from endometerial cavity.') In a 34-year-old female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2013. The patient's medical history included menorrhagia, nabothian cyst and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: trailing coils- right-3, left-8. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('left essure coil came out of the tube and was removed from endometerial cavity.') In a (B)(6) female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2013. The patient's medical history included menorrhagia, nabothian cyst and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: trailing coils- right-3, left-8 quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.